Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the device was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found air/water cylinder was discolored, the suction cylinder was discolored, there was no water fed due to a clogged nozzle, the objective lens was scratched, the light guide lens was cracked and chipped, the connecting tube was wrinkled, the universal cord was buckling, the video cable was buckling, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the air/water channel of the colonovideoscope was clogged. The issue was found during reprocessing the scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found foreign material was lodged in the nozzle and foreign material was ejected from the channel tube during inspection. The report is being submitted due to foreign material in the nozzle and channel tube found during evaluation.